Manufacturer narrative:
(B)(4). Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. These devices are used for treatment. The patient who reported the issue declined to provide more information. The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. As no part information provided, compatibility of the components is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing a clicking sound in the knee.